Manufacturer narrative:
Additional information was received that two hours post procedure the patient expired. The physician reported the death was not due to the valve nor its function. (B)(4).

Manufacturer narrative:
The annular rupture occurred following a balloon aortic valvuloplasty (bav) using a non-medtronic balloon. The pericardial effusion was caused by a non-medtronic guidewire. The patient¿s weight was requested but unable to be obtained. A supplemental report will be filed if additional information is received. A separate report was filed for the first valve. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, moderate to severe central aortic regurgitation was noted. A balloon aortic valvuloplasty (bav) was performed and a subsequent annular rupture occurred. A pericardial effusion was revealed caused by a non-medtronic guidewire. A pericardiocentesis was performed and 160ml of fluid was removed. The patient was placed on extracorporeal membrane oxygenation (ECMO) and was transferred to the intensive care unit. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.